Manufacturer narrative:
This MDR was generated under protocol b10009704, as a result of warning letter cms# 617147. A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of device showed crack on ac power-receipt otherwise no appearance of any physical damage. Motor rate error was found during occlusion test. The root cause of the reported issue was normal wear, device was over fourteen years old. Actions taken to mitigate the reported issue: repaired cracked left plunger case, worn left case o-ring, worn plunger case seal, damaged plunger cable, stripped plunger tube and carriage, missing light shield, cracked bottom case, cracked power ac receipt, old position pot, worn motor/worm bushing, worn worm coupling and gear, worn wavy and delrin washers, old motor mount, worn lead screw, worn left and right clutches, worn clutch spring, worn square shaft, worn clutch cam, missing cable guard and interconnect board performed occlusion test and all functional testing which passed. UDI information is unknown.

Event description:
It was reported that motor rate error event occurred. No patient injury reported.